Event description:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dream station CPAP with an allegation kidney disease/toxicity, kidney damage, kidney failure. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Previously captured device details wrongly captured now updated in box d: suspect medical device: device details were corrected. In box h: problem code grid and recall number was updated